Event description:
This report involves a female patient who was administered new-fill (poly-l-lactic acid) in 2004 (dosages and indication not provided). Medical history and concomitant medications were not reported. A consumer reported that one month ago she experienced the development of lumps around her nose/mouth area after treatment with new-fill in 2004. The consumer thought that the first lump was a blind boil, but then others appeared. There are about eight or nine lumps in total, which are painful if pressed. She also stated that the lumps are very large and she can feel them on the inside of her mouth. Blood tests have been performed with normal wbc and rbc. Cholesterol is normal at 5.1 and she is having more tests performed. Additional information indicates that the patient has received no other treatments. Further information was received from the patient's doctor. No details were available regarding the treatment. The doctor considers the reaction to be serious indicating a condition necessitating structure. The doctor further indicates that if the reaction were to occur again, it would lead to deterioration in health. The doctor believes the relationship of the reaction to the treatment to be probable. Patient outcome is indicated as persisting. No corrective treatment was given. The patient has not experienced any similar events after treatment with poly-l-latic acid. She has not experienced any similar events after treatment with other products, no histology or other laboratory tests have been performed. Concomitant treatment includes estradiol 1mg with norethisterone 0.5 mg started in 2005. The patient has no concomitant pathologies. No other details provided no furthr information expected.